Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument moves with manual articulation with no issues. The instrument also passed continuity test. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no product issue (e.g., no damage, no missing pieces, no functional issue, etc.). The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.